Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2013-01878 and 3005099803-2013-01879 address these devices. It was reported to boston scientific corporation that two optiflo hemostasis catheter devices were used for sclerosis within the cardia on (B)(6), 2013. According to the complainant, during the procedure, the needle of the device failed to retract. The same event happened with both optiflo hemostasis catheters. The procedure was then completed with a third optiflo hemostasis catheter. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being stable.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2013-01878 and 3005099803-2013-01879 address these devices. It was reported to boston scientific corporation that two optiflo hemostasis catheter devices were used for sclerosis within the cardia on (B)(6) 2013. According to the complainant, during the procedure, the needle of the device failed to retract. The same event happened with both optiflo hemostasis catheters. The procedure was then completed with a third optiflo hemostasis catheter. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being stable.

Manufacturer narrative:
The device was visually inspected, and it was confirmed that the needle was activated. Functional testing was performed. The device was taken out from the pouch and uncoiled. The handle was activated, and the needle could be returned to its original point. The reported failure of the needle not retracting could be replicated by performing the same test with the device in the normal coiled packaging position. The root cause of the reported failure was not able to be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4) for the reported issue of needle failed to retract. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.